Manufacturer narrative:
The initial reporter provided additional information noting that this serial number and model were inadvertently reported for this subject device. Per the initial reporter, there were no allegations concerning the subject device of this report. No further reports will be submitted relating to this event.

Manufacturer narrative:
Corrected data: d4 (serial number).

Manufacturer narrative:
The customer relayed this event to their olympus sales representative (rep). The customer noted that this event occurred on a loaner device. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autocavable camera head was presenting an e224 error code during a therapeutic procedure. Reportedly, the procedure was completed by changing to a different camera. There was no patient harm or consequence reported as a result of this event.